Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the there was a connection issue with the wireless footswitch. Upon functional testing, the fse identified the status of the wi-fi (led) indicator on the wireless footswitch was solid red and confirmed the problem with the wireless connection. The part analysis for both the wireless footswitch and base station were performed, where the wireless footswitch showed physical damage, but part analysis didn¿t conclusively determine the actual cause of connection issue however, the replacement of the wireless footswitch and the base station by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that there was a connection issue with the wireless footswitch. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.